Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure between 2004 and 2012 and mesh was implanted. Possible patient consequences include patient consequences were excessive bleeding, vaginal wall perforation, urinary retention, de novo overactive bladder, and vaginal mucosal erosion. Additional information has been requested.